Event description:
The customer reported a fluid leak in the reagent carousel of approximately 15 milliliters from the reagent probe of a unicel dxc 600 pro synchron system. The instrument generated erratic quality control recoveries during the event. The leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. ·

Manufacturer narrative:
The field service engineer replaced the reagent probe wash collar valve to resolve the leak. The field service engineer verified instrument operation. (B)(4).